Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to june 14, 2019. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the adapter device and observed that the tip of the device had split in half. An assessment was performed and the device was found to have cracked into two pieces at the proximal end. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be due to dropping the device or the device being mis-aligned during use (user error). A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI ¿ (B)(4). Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set-up it was observed that the adapter device snapped in half. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.